Manufacturer narrative:
Manufactured november 14, 2014 ¿ november 15, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced an underinfusion. The reporter stated that residual solution remained after the expected infusion time. There was no patient injury or medical intervention associated with this event. No additional information is available.